Manufacturer narrative:
Product analysis: analysis was able to confirm the reported power issue, the programmer would not stay on. The micro processor unit (mpu) and power supply were replaced. Analysis was unable to confirm the reported noise issue. The hard drive was replaced as a preventative measure. The hard drive was reconfigured, and the software was reloaded and updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was turning off by itself and was making a noise while on. The programmer was returned for service. No patient complications have been reported as a result of this event.